Event description:
Treatment of a small aneurysm measuring approximately 9mm x 8mm located in the supraclinoid segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.50mm x 16mm) embolization treatment. During the procedure, it was reported that the pipeline became flattened after approximately 60% of it was deployed. The pipeline could not be opened despite deployment techniques; therefore, it was removed from the patient. A new pipeline was implanted without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).